Event description:
It was reported that the patient experienced hyperglycemia after a supply change when the infusion set tubing was not properly filled and insulin delivery was interrupted, with subsequent persistent high glucose despite set changes and elevated basal delivery; later, the patient transitioned to subcutaneous insulin by pen while remaining disconnected from the pump for a recommended period. Symptoms included elevated blood glucose up to 303 mg/dl and positive ketone testing without acute complications. Outcomes included the need for troubleshooting, multiple infusion set replacements, and temporary use of manual injections without hospitalization. Investigation included review of device use history and patient report, assessment for leakage, guided fill tubing, and education on infusion set replacement and site selection. Investigation of this case revealed an infusion set deployment issue and inadequate tubing priming that resulted in under-delivery, with site absorption possibly contributing to sustained hyperglycemia. It was concluded, based on previously established findings for similar reports, that user setup error related to infusion set/tubing preparation most likely caused the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.